Event description:
It was reported that the patient presented to the clinic via remote transmission with an isolated incident of out-of-range high voltage lead impedance. No changes will be made. The patient will continue to be monitored remotely. An in-clinic review was performed after the patient notifier was delivered. The clinician suspected a lead insulation breach issue, and a lead revision is anticipated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).